Manufacturer narrative:
Additional information added to g4, h3, h6, h10 a review of the device history record for sn(B)(6) was performed from date of manufacture 08/01/2019 to present date 01/14/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a display screen issue. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad, due to won¿t turn power on. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/01/2019 to present date 01/14/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on). The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# 1120033 pcu unresponsive keys.